Event description:
It was reported that a catheter issue occurred, resulting in an aborted procedure. The 70% stenosed target lesion was located in the severely tortuous and severely calcified distal left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, there was difficulty interpreting the image due to imaging issues and failure to cross the lesion because of calcification. The procedure was not completed due to this event and was rescheduled. The patients condition was fine, and no complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kinked sheath. The catheter flushed normally with the imaging core fully retracted and advanced. Impedance testing showed no electrical issues, and image characterization produced a good square image in the ilab system.

Event description:
It was reported that a catheter issue occurred, resulting in an aborted procedure. The 70% stenosed target lesion was located in the severely tortuous and severely calcified distal left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, there was difficulty interpreting the image due to imaging issues and failure to cross the lesion because of calcification. The procedure was not completed due to this event and was rescheduled. The patients condition was fine, and no complications were reported.